Event description:
The patient had no complaints pre dialysis temperature 97.8 f flood pressure 160/80, pulse 84, 1 hour and 15 minutes into dialysis the patient complained of feeling cold and shinering, temperature was 96 f. The patient's treatment was discontinued dialyzer and lines were discarded and treatment was restarted using a new pre grocessed dialyzer and new lines blood cultures were not done. The patient was given benadryl 12.5 mg IV x 2. The pateint's blood pressure decreased over the last 2 hours of dialysis (130/80 - 120/70) and the patient become somewhat lethorgic and developed nausea and vomiting. Post dialysis the patient's temperature was 99.8 and the patient was sent to the hospital for further evaluation and was admitted for observation and evaluation. The patient had blood culture done in the hospital which were negative. The patient was given antibioties in the hospital propbylactically. He retuned for dialysis 10/12/93 with a diagnosisof pyrogen reaction and non-transmural mi.the results of dialysate testing post dialyzer at the time of the incident were not able to be distinguished. The results of pyrogen testing post dialyzer, drain line and value were l.25 EU/ml. The water value at the station (#24). Where the incident took place had bactereal count too numerous to count. The water holding tack and all patient stations were bleached the following day.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, user education provided. The device was destroyed/disposed of.